Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional perclose proglide is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that a puncture closure of an unspecified vesssel was attempted using two proglide devices via an 8f sheath prior to a carotid angioplasty interventional procedure. Reportedly, the needles of the proglide devices did not "transfix the vessel wall". A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: sheath size changed from 8f to 6f. The device was returned for analysis. The reported difficult/failure to deploy the plunger (device did not transfix the vessel wall) was not confirmed; however, a needle to cuff miss was observed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6f sheath prior to a carotid angioplasty interventional procedure. No additional information was provided.